Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was scheduled for an unrelated surgical procedure when the physician observed that the right ventricular (rv) his bundle lead threshold was high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.